Event description:
Customer reportedly received result of 110 mg/dl on the advantage system and 70 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "system shut down" (loss of power). A scrub tech reports the system shuts down after a couple of pulses with a setting over 500. No system code was noted. This occurred during surgery. The facility did not have another laser, so the surgeon had to stop laser treatment and decided to complete the case without additional laser treatment. The facility got a loaner, so no cases were canceled. No injury has been reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the advantage system (lot number 551137, expiration date 02/28/2011). (B)(6).